Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the patient medication order profile was delayed. A technical support specialist confirmed the station was communicating fine with no issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not prompt patient medication orders profile, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.